Manufacturer narrative:
Customer complaint of ¿unable to connect to mobile app¿ was not confirmed. Analysis performed indicated that it exhibited normal device characteristics. Device was able to be interrogated through bluetooth communication after each test.

Event description:
The physician noted insufficient wound healing following implant and there were difficulties connecting the device with the mobile phone application. The decision to explant and replace the device was made. The patient was in stable condition.